Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2017. Reportedly, during a follow-up performed on (B)(6) 2020, a sudden drop was observed at the end of the heart rate and pacing rate curves. No issue was suspected regarding the pacemaker memory reading by the medical engineer. Review of the provided patient files revealed that some episodes recorded in the device memory since (B)(6) 2020 showed simultaneous noise oversensing on both atrial and ventricular channels. Preliminary analysis revealed that the sudden drop observed on the curves is due to time frame used for the last point computation. The device operated as per specifications. The origin of the simultaneous non-physiological signals on both channels is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Event description:
The pacing system was implanted on (B)(6) 2017. Reportedly, during a follow-up performed on (B)(6) 2020, a sudden drop was observed at the end of the heart rate and pacing rate curves. No issue was suspected regarding the pacemaker memory reading by the medical engineer. Review of the provided patient files revealed that some episodes recorded in the device memory since (B)(6) 2018 showed simultaneous noise oversensing on both atrial and ventricular channels. Preliminary analysis revealed that the sudden drop observed on the curves is due to time frame used for the last point computation. The device operated as per specifications. The origin of the simultaneous non-physiological signals on both channels is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level. None of them can be confirmed with available data.

Manufacturer narrative:
Please refer to the attached analysis report.